Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer stated that the patient was sent back to or for an exchange due to leaking from the venous extension. Upon the patients arrival to or, they determined there was a pin sized hole in the venous lumen extension. The catheter was exchanged and or saved the venous extension for return.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.